Manufacturer narrative:
Concomitant medical products: patient intfc 8253200, response 3.0 rohs, 510k: k083124, serial number (B)(4), lot number 208841683, manufactured date: 2014-10-21. Both devices were analyzed. No issues could be found with either device. The mainframe's software was upgraded to the most current version per routine preventive maintenance standards, and a loose mounting clip was repaired on the patient interface.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was not working properly. No other information could be obtained, including no report of patient impact.